Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Torque limiter out of tolerance.

Manufacturer narrative:
(B)(4). One (1) peek torque handle 60 in lb was returned for evaluation. Visual examination of the peek torque handle 60 in lb revealed minor wear. Torque test was conducted on the torque handle according to tm-100331 rev 11. The wrench was tested 8 times each at 60 in-lb setting. It was found that the torque handle is torqueing with in specification. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Torque test was conducted on the torque handle according to tm-100331 rev 11. The root cause is deemed not necessary as there have been no product problems identified in this complaint file. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.